Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and has shut down due to the battery issue in the past. Review of pump data by tandem technical support showed the batter dropped 20% in 30 minutes. Customer reported blood glucose (bg) level was 300 (mg/dl). The customer stated they charged the pump and delivered a correction bolus to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received